Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The complaint allegation was confirmed. In addition, the investigation found that the adhesive on the a-rubber has a chip. Based on the results of the investigation, the most probable causes are due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
E1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope contained a pinhole in the distal end bending section during a therapeutic procedure. There were no reports of patient harm.